Event description:
The device was used during a laparoscopic nephrectomy. Reportedly, during use, a part of the jaw came off and fell into the patient which was retrieved. The procedure was converted to an open procedure.